Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 460 mg/dl. Customer was treated with the manual syringes. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced the symptoms related to the high blood glucose was nausea. Based on customer¿s report customer does not allege pump was under delivering. Troubleshooting was done for the high blood glucose. Customer reported that insulin exited at the quick release. The device will be returned for analysis.